Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: additional information received from the account stated that that the physician had to pull the sail that was caught, out of the staple line which may have opened up the staple line in a very small area. The area was over-sewed to make sure that the staple line / repair was complete.

Manufacturer narrative:
(B)(4)

Event description:
According to reporter, the anesthesiologist deployed the sail and retracted it before the surgeon fired the stapler to make the sleeve. He confirmed that the black line was present and the sail fully retracted. The surgeon fired a few firings of the stapler and asked the anesthesiologist to pull back slightly on the device. The anesthesiologist used a syringe to give a puff of air to release the device from the stomach wall, but was unable to pull it back. The surgeon determined that he had stapled across a portion of the it. With some force, they were able to retract the device without ripping the staple line. The surgeon then used a regular bougie and continued his staple firings. He reinforced with both suture and evicel. He did a leak test and there was no leak. The patient is currently doing well. Upon surgeon inspection of device post-operatively, it appeared that the staples were fired across the sail that subsequently split the sail towards the distal end. The led lights on the distal half of the sail were still illuminated, but the rest went off. It did not appear that any remnants of the sail were left in the patient. There was no user or patient injury/hazard.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one device opened by the account without the packaging. The visual inspection of the device noted that the sail was cut at the distal end, where the led lights are located. Tacks were embedded in both ends of the cut sail. The pull tab was removed from the device. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur as a result of a stapling device making contact with the gastrisail device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.